Event description:
Additional information received indicating provocative testing was performed, however, noise was not reproduced in real time. No intervention was performed. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of non-sustained oversensing were observed on the right ventricular (rv) lead. No intervention was performed at this time. The patient was stable.